Event description:
It was reported that during intra aortic balloon (iab)therapy cath lab manager reported one of his clinicians suspected a punctured balloon because of blood in the sheath sleeve though no blood was observed in the helium extension tubing nor were there any pump alarms. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: a3a; b4; b5; d4 expiration date; g3; g6; h2; h3; h4; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code, health effect ¿ clinical code, health effect ¿ impact codes; h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 76.7cm and 51.3cm from the iab tip. The pressure tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, stat gard seal and pressure tubing was performed, and no leaks were detected. The condition of the iab indicated kinks in the catheter tubing, which may cause an opening for blood to pass out of the stat-gard seal into the stat-gard sleeve. Blood may also enter the stat-gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The condition of the iab indicated kinks in the catheter tubing, which may cause an opening for blood to pass out of the stat-gard seal into the stat-gard sleeve. Blood may also enter the stat-gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation.

Manufacturer narrative:
The lot number and product details are inaccurate/incorrect, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon received the info.

Event description:
It was reported that during intra aortic balloon (iab)therapy cath lab manager reported one of his clinicians suspected a punctured balloon because of blood in the sheath sleeve though no blood was observed in the helium extension tubing nor were there any pump alarms.